Event description:
Procedure performed: robotic nephrectomy. Event description: after removal from body, we noticed a piece of the bag was missing, it had snapped from string of bag and was left in the patient's body. The surgeon had to re-insufflate the patient in order to visualize the missing piece and retrieve it. Additional information provided by [name] on 04nov2025: the bag itself wasn¿t damaged, there was no spillage and the bag didn¿t burst. Part of the green plastic on the introducer is what broke off, this is a safety issue if it was to fall in the patient. The bag was wrapped in a red biohazard bag so I couldn¿t see exactly where it broke but will have it shipped back once I receive a box. Intervention: had to insufflate again patient to remove missing piece. Patient status: patient is all good.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of component separation as the bead was detached from the retrieval bag. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: robotic nephrectomy. Event description: after removal from body, we noticed a piece of the bag was missing, it had snapped from string of bag and was left in the patient's body. The surgeon had to re-insufflate the patient in order to visualize the missing piece and retrieve it. Additional information provided by [name] on 04nov2025: the bag itself wasn't damaged; there was no spillage and the bag didn't burst. Part of the green plastic on the introducer is what broke off, this is a safety issue if it was to fall in the patient. The bag was wrapped in a red biohazard bag so I couldn't see exactly where it broke but will have it shipped back once I receive a box. Intervention: had to insufflate again patient to remove missing piece. Patient status: patient is all good.